Event description:
I had my gall bladder taken out in 2007. The surgery went fine and three days after the surgery I took the bandage off of my belly button. The following morning had to change the gauze bandage because it was soaked with a yellowish liquid. My belly button was covered with blisters. These blisters were the size of gel caplets and there were at least 10 or more. Later that day I took off the other three bandages and got the same type of result. The next three days layers of skin started coming off. I went back to my surgeon and they looked at the top incision and it was in a perfect square. This square matched the gauze that was folded twice. So we were able to determine that it was the mastisol by ferndale labs. I was then sent to my doctor's office and saw another dr because my dr was not in. This dr looked at me and said that it looked like a staph infection but just to be safe gave me an ointment because of the square. With that ointment it started clearing up in two days. Now in 1994 or 95, I had a breast reduction done and the same thing happened. That time it was treated as an infection and I have disfiguring scars from that surgery. It took me a month or two for me to start healing. The bottom of my breasts look like someone set fire to them and received 2nd and 3rd degree burn. This product does cause chemical burns in quite a few people. And most of these people do get treated as having an infection take 3 times or more time to heal. I did file a complaint with the lab and they stated that because the FDA does not require that they release any info on problems with the product they will not release info. They stated that they get complaints about the chemical burns but they will not do anything about it. I had to go through this twice because the first time I was not treated properly. There are lots of people that are the same way and have to go through this more than once because the lab is not required to inform any of the drs or public of this problem. If there was info that could be released then drs would know what this problem was and it could be treated and cleared in two days. I know that if the FDA could change their policy that if there is a disfiguring problem that is caused by a product then the co that makes the product needs to inform the public. Due to the areas of the scarring, I just have to deal with it. I am unable to do anything about it because it is on my abdomen and breast. If it was on my face or hands then I could have something done. Please consider the suffering that people do have to go through because of this product. Ps, this does not happen with every person.